Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination confirmed the damage and revealed an offset coil 16mm from the distal tip. Adhesive was observed within the swg tubing and needle guard. The observed adhesive likely contributed to the guide wire damage. After performing functional inspection, a total blockage was encountered from inside the needle cannula. This prevented the guide wire from passing. The blockage was not visible as it is located inside the cannula. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire met major resistance when threaded through the cannula, and was unable to pass. Functional testing of the returned guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. Passing a lab inventory guide wire through the cannula revealed resistance from inside the cannula. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a; corrected data: n/a.